Event description:
It was reported that during the implant attempt, the insulation was damaged on the right ventricular (rv) lead. The rv lead was not implanted and another lead was used. It was further reported that during the procedure, the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced six days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).